Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units. Customer reported an elevated blood glucose (bg) level of 323 (mg/dl) and delivered a manual injection. During troubleshooting with tandem technical support, customer loaded a new cartridge and resumed insulin delivery. Customer indicated that bg levels were returning to target range.